Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Through analysis of the obtained logs from the user, it was possible to confirm that e333 had occurred. E333 are error codes indicating failure of touch panels. As the device has not been returned, the cause could not be identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the visera elite ii video system center in a therapeutic (laparoscopic) procedure in gastroenterological surgery, the touch panel stopped working and displayed an e333 error. When the power was turned off and on again in the middle of the procedure, the touch panel was restored. The procedure was completed by using the same device. The patient was under anesthesia. No reported delay in the procedure. There were no reports of patient harm or impact associated with the event.